Event description:
Customer reported being admitted into the hospital on three occasions for diabetic ketaoacidosis (dka) due to inaccurate device results. Customer did not provide values for the occasions prior to being admitted to the hospital. In october 2003, customer was admitted for 4 days in the hospital - in july 2004, customer was admitted for 7 days- and in 2005, customer was admitted into the intensive care unit (ICU) for dka for 4 days. Customer was treated with EKG's an insulin IV & injections, blood tests, urine tests, and an arteriogram. A request was made for return product and replacement product was sent.